Event description:
It was reported that on 10 jan 2026, a 33mm sjm masters series valve expanded cuff was implanted in the patient. Twenty four hours later, it was noted that the a thrombus was built on the valve

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.